Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that when the shock button was pressed to deliver the energy, the device would disarm and dump the energy charge internally. When this occurred the device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ 00883873911457.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that when the shock button was pressed to deliver the energy, the device would disarm and dump the energy charge internally. When this occurred the device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that when the shock button was pressed to deliver the energy, the device would disarm and dump the energy charge internally. When this occurred the device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.